Event description:
Asr revision - not taken place due to patient reluctance to be operated on see below. Asr xl acetabular system - right hip - bi-lateral - left hip (B)(4). Reason(s) for revision - pain, metallosis - as quoted by the patient 'I now have cobalt poisoning with a reading 100' , 'since the operation I have not been able to return to this type of business because of pain and limited movement.' Reasons for patients reluctance for revision surgeries - infections in hospitals 'super bugs,' 'plus there¿s the pain and convalescing. I couldn¿t go through that again !' 'I needed a knee replacement but the orthopaedic surgeon accidently cut a blood vessel in my leg before he stitched me up. Thankfully it was picked up by theatre staff... And thankfully there was a specialist vascular surgeon in the hospital at the time who opened me up and put in a stent¿ or I would have lost my leg !' Patient states is frightened. Update: 12 feb 2015 - future revision date received (B)(6) and additional surgeon added (dr (B)(6)). Updated each product to reflect the metal ion levels and added manufacturing and expiry dates alongside brand and common names. (B)(4). Update: 16 feb 2015 - confirmation received that no additional information with regards the missing stem details are available. Added unknown stem for metal ions. (B)(4). Update - amended revision and implant date. Taken from (B)(6) dated 7th july 2015 - (B)(4) 2015. Surgery date: (B)(6) 2007. Date of revision: (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.